Event description:
It was reported that the customer inadvertently turned the pump off. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the customer successfully turned the pump on and continued using it for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.